Event description:
It was reported that during a rotator cuff repair surgery, after the 4.5mm footprint ultra pk suture anchor was implanted, at the time of removing the inserter the anchor was also pulled out. The procedure was successfully completed with non-significant delay using a back-up device in an additional bone hole. No further complications were reported. The patient status is good.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The suture material is disengaged from the anchor and insertion device; the anchor is deformed and cracked at the proximal end. There is debris on the anchor and insertion device. A review of the customer supplied image finds the complaint device with the anchor fractured at the proximal end. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation could not be performed because the anchor and suture material were disengaged from the insertion device. This case reports, after the suture anchor was implanted, the suture anchor was pulled out as the inserter was being removed. Reportedly, an additional bone hole was created (3.8mm awl), and the procedure was completed using a back up device with a 1 to 30 minutes procedural delay. Per case communication, the patients¿ bone quality was normal and the surgeon was ultimately satisfied with the surgical outcome. The patient¿s status is reportedly good. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in h6 (medical device problem code).

Event description:
It was reported that during a rotator cuff repair surgery, after the 4.5mm footprint ultra pk suture anchor was implanted, at the time of removing the inserter the anchor was also pulled out. The procedure was successfully completed with non-significant delay using a back-up device in an additional bone hole. No further complications were reported. The patient status is good. As per investigation results, the anchor was deformed and fractured at the proximal end.